Event description:
It was reported that the patient had an unknown sling implanted on unknown date. The patient was later implanted with an artificial urinary sphincter device on (B)(6) 2019. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had an unknown sling implanted on unknown date. The patient was later implanted with an artificial urinary sphincter device on (B)(6) 2019. It was further reported that the previous sling was an advance sling. Following the sling implant the patient's level of incontinence was better than baseline. Urinary incontinence began to appear one month after the sling was implanted and progressively worsened. There were no device issues with the sling. Following the aus implant the patient was dry.